Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation while the device was inside the patient the singe use aspiration needle when about to prick the patient to take a biopsy it was noticed that the needle was harder than normal and when the needle was taken out it had come out through the sheath instead of the distal end. The issue occurred during a diagnostic endo bronchial ultrasound procedure. The procedure was completed with a similar device without delay. There was no report of patient harm.